Manufacturer narrative:
Awaiting device evaluation.

Event description:
The pt was receiving her last interferential electrotherapy treatment with combination hot pac heat therapy for lower back pain when the pt complained of feeling a burning sensation in the area of treatment. The intensity of the ifc waveform was reported to be 35 and the temperature of the hot pac was not reported. The clinician paused the treatment and tripled the toweling around the hot pacs. The pt completed the treatment without further complaint. After the treatment the clinician noted a very small transparent mark on the pt's back, in the area of the treatment adjacent to the electrotherapy electrode. The mark was not red and reported not to blister. The pt refused treatment and indicated she was ok. The pt later called the mgr back and told her she had been burned and was going to see her physician. The nurse called the office mgr and reported the pt had been seen but she felt the elderly pt had been applying the wrong medication to her burn, making it worse.